Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was in the 500s mg/dl and the cause was not known. A correction bolus was delivered to address the bg level. The customer was hospitalized for the high bg and was administered insulin. The customer was discharged the same day with the high bg and dka resolved. The healthcare provider instructed the customer to change out the pump supplies and increase the basal setting by "2x". Upon follow-up, the customer's healthcare provider disconnected the pump from the customer as it was thought that the pump was not delivering insulin.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Correction: the customer did not experience diabetic ketoacidosis.

Event description:
Additional information received reported that the customer was using another tandem pump and was doing well.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.